Event description:
It was reported that after a procedure, there was a major air leak from the tracheostomy stoma and mouth. The leak caused a drop in lung volumes that improved when the position of the device was changed. Additionally, it was necessary to increase pressure in the balloon. There was no patient harm but there was a drop of lung volumes and increase of secretions. There is no report of serious injury or death associated with this report.

Manufacturer narrative:
The device is not being returned as it currently remains in use on the patient. (B)(4).